Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. After crossing the lesion with an unspecified guide wire, a 5.0mmx60mmx135cm sterling balloon catheter was used to dilate the lesion. The physician performed one inflation to 14 atmospheres, a second inflation to unspecified atmospheres and on the 3rd inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with another with same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).